Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm12.1 implantable collamer lens - -11.00 diopter, in the patient's right eye (od) on (B)(6) 2013. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Product evaluation found that the lens was returned in liquid in the lens case/vial. Visual inspection found no visible damage to the lens. (B)(4).